Event description:
It was reported that a control reservoir (part # fx603t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system including the reservoir, was believed to be clogged. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 44 years, height: 180 centimeters (cm), weight: 85 kilograms (kg), gender: unknown.

Manufacturer narrative:
Investigation: visual inspection: damaged membrane. -nterior turbid. Permeability test: the examination showed that the control reservoir is not permeable. In order to investigate at where the reservoir is clogged, we disassembled the inlet spout. We could determine that the spout is also non-permeable. An additional test showed that the outlet spout of the reservoir is permeable. Internal inspection : after disassembling of the inlet spout, deposits were found inside. Results : based on our examination results, we can detect a blockage in the control reservoir at the time of our examination. The detected deposits can be named as the cause of the blockage. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.